Event description:
It was reported that nothing abnormal was found during iab insertion; however, blood was found in the tubing after the pump was started. The clinician suspected a leak in the balloon. As a result, iab was replaced with a new iab without difficulty. There were no reported complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.